Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a red alarm appeared on the intellivue mp50 monitor, but not on the control center. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. The reported problem could not be reproduced. No problems were observed during testing. An spo2 alarm was generated several times with a simulator from the customer, the alarm arrived as a pop-up on the other monitors and on the control center. After consultation with the ward and medical technology, settings were changed on the monitors. In addition, the alarm setting for audio and visual was changed from none to only remain red. The change of the settings was performed by medical technology. It was recommended to the customer to put the device into clinical operation again.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the devices in question. Visual inspection of the alarm audit logs found that there was a desat alarm at 12:47 for the bed in question. To confirm the alarm function, an spo2 alarm was generated multiple times using the customer simulator. The fse confirmed that the alarm showed as a pop up alert on other monitors and also showed at the central station. Results of functional testing indicate that the reported issue could not be reproduced. Based on the information available and the testing conducted, the cause of the reported problem could not be confirmed and is unknown. The reported problem was not confirmed.